Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited inappropriate atrial tachy response (atr) episodes. Further review found that the atr episodes were caused by oversensing of the minute ventilation signal. In addition, high out of range pace impedance spikes on the right atrial (ra) lead were observed to have been occurring intermittently since june. At this time, reprogramming was performed to resolve the oversensing and the system remains in service. The ra lead is another manufacturer's product. The patient is not dependent. No adverse patient effects were reported.